Manufacturer narrative:
The DHR was reviewed and it was shown that part number 0800-01n was reviewed and components (B)(4) were packed into this case. Components were packed with label 0800-01ninner. This label clearly shows a non-sterile symbol and verbiage. The outer case in which the (B)(4) was packed was labeled with 0800-01nmaster and this label also was labeled with a non-sterile symbol and verbiage.

Event description:
Produce representative had a sample of new orthopedic suction system. He told the circulator and scrub tech that it was sterile and to use it on this case. It was in a sealed wrapper. He called the next day and said he was mistaken and the product was not sterile. The item was in a package that looks exactly the same as the sterile packaging would look. Has a potential for look-a-like errors. (Catalog number and lot number per manufacturer) did not have packaging, not notified until the next day. The patient was given IV antibiotics and long term antibiotics.